Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had repeated no delivery alarms on their insulin pump. Customer stated the alarm would occur when delivering large boluses or during basal deliveries. The customer also reported the alarm would occur when their reservoir was half empty. The customer has resorted to breaking their boluses down to smaller increments to enable insulin delivery. The customer's blood glucose was unknown at the time of the call. Customer was advised to change out their infusion set. No additional information provided.